Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g1, h3, h4, h6. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video connector electrical contact had corrosion. Based on the results of the investigation, the root cause of the customer reported malfunction could not be identified. However, for the additional reportable malfunction, it is likely that the issue was caused by a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1: facility name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had blurry image, with something like color blotches observed on the dark area of the image. The event occurred during sedation of the therapeutic meniscus treatment, with device in patient. The procedure was completed with the same device. There were no reports of patient harm.